Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was causing air bubbles in the system. The reporter noted that the cartridge and infusion set had both been changed multiple times, but the issue continued. The reporter stated that the air bubble issue had caused the patient to experience high blood glucose (bg); however there were no bg values or signs or symptoms reported. There was no indication or allegation that medical intervention was required. The alleged bg excursions do not meet criteria for a serious injury. This complaint is being reported because the alleged air bubble issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: a review of the alarm history did not show any unusual alarms. The returned battery cap and cartridge cap were used to complete investigation. A rewind, load, and prime sequence was performed successfully with no issues. The pump was exercised for 24 hours and there were no air bubbles found in the tubing during the 24 hour duration. No errors, alarms, or warnings occurred during investigation. The pump was found to be operating within required specifications. The complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.